Event description:
The pump was explanted around (B)(6) 2012, exact date not known. Down-dosing took place over several days leading up to explant. The patient's skin had broken down and it was not treated in a timely manner at the nursing home he was living in. While at the hospital the patient suffered a heart attack due to the stress of the situation. It was stated that the patient had recovered and was "doing fine".

Event description:
It was initially reported that the patient was taken to the hospital due to erosion of the pump. The following was further indicated: "it was draining and exposed." Later, it was further reported that the patient had an infection; and also had suffered a cardiac arrest on (B)(6) 2012. Titrating the patient down before a planned pump explant "next week" was discussed. The patient's dose was determined to be left the same until the patient stabilized. Drug delivered via the device was baclofen. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).